Manufacturer narrative:
During a transjugular intrahepatic portosystemic shunt (tips) procedure, two 8 x 80 smart control stents were implanted in the patient. The physician found the length of the second stent implanted shorter than expected, approximately 67 mm. There was no additional treatment required and the patient is in stable condition. The device was stored and handled according to instructions for use (IFU) without any anomalies noted on the packaging prior to removal from its packaging. The product was prepped according to IFU and there was no deployment difficulty experienced nor was any unusual force used when deploying the stent. Two non sterile units of smart control 8x80 mm were received coiled in a non cordis sealed pouch. Stent and locking pin were not received. Several kinks were observed on the outer sheath, one of the units (unit # 1) was kinked at distal end of inner diameter (ID) band and at 11.5 cm from the same location, the other unit (unit # 2) was kinked at distal end of ID band and at 12 cm from the same location. No other anomalies were found. Since stents were not received it was not possible to determine if they were of the correct length, however, the stent location which is the distance between the stop and the proximal end of distal tip, was measured resulting in 83 mm for unit # 1 and 92 mm for unit # 2. Both distances are capable to contain an 80 mm crimped stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since stents were not received, the incorrect length reported by the customer was not confirmed, the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the assembly process to prevent this type of failure, as well as there are inspections in place to detect incorrect stent lengths. Neither the device history report (DHR) review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the limited amount of information available and without return of the actual stents for analysis or high resolution films of the event showing actual stent deployment or depicting individual stent struts of the deployed stents, to determine strut spacing, it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During the transjugular intrahepatic portosystemics shunt (tips) procedure, two 8 x 080 smart control stents were implanted in the patient. The physician found the length of the second stent implanted shorter than normal. There was no additional treatment required and the patient is in stable condition. Pictures have been provided. The device was stored and handled according to instructions for use (IFU) without any anomalies noted on the packaging prior to removal from its packaging. The product was prepped according to IFU. There was no deployment difficulty experienced. Unusual force was not used when deploying the stent.